Event description:
This rv lead was implanted on an (B)(6) 2017 and was discarded on (B)(6) 2017. It was noted on (B)(6) 2017 that the lead was displaced and was replaced with new lead. The physician was dr. (B)(6) at (B)(6) in (B)(6), united kingdom. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).